Event description:
It was reported that during a stent graft deployment into the vessel, the stent graft could only be partially deployed approximately 5 mm, due to resistance felt in the delivery system. The stent graft and delivery system were exchanged over the wire for another stent graft that deployed successfully. There is no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anvl2260 to date for deployment issue. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The metal rod connecting the handgrip and the y-injection adapter was noted to be bent. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the pt resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However, the definitive root cause is unk. The current IFU (instructions for use) states: warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.